Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 16jul19. The customer reported that the operators likely had a sheet over the ventilator, disallowing proper circulation (cooling) of the device. No repair was deemed necessary, and the device was returned to service.

Event description:
The customer reported a ventilator with a high temperature alert. The customer stated that it is unknown if the device was in use at the time of the event; however, there was no patient harm reported.